Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product could have contributed to the reported event. The reported symptom, excessive bleeding, is likely caused by infusion site selection, such as firing the needle mechanism into a vein. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
The customer's mother reported that when the pod was removed from the customer, the site started bleeding, and the blood was "gushing out." The paramedics were called, and the paramedics stopped the bleeding by applying pressure to the site. The paramedics checked to confirm the customer's blood glucose levels were normal before leaving.